Event description:
Error says check pha sample line - gas bench is flashing red. The o2 cell boot part # 352-4050-00 was cracked replaced performed MFR. Reboot and gas cal - tested ok - performed ckout and returned to service."